Manufacturer narrative:
B5: upon follow-up, it was reported that the patient experienced low blood (bp) pressure and subsequently the patient passed away. The cause of death was reported as due to low bp. It was not reported if an autopsy was performed. Pd therapy was discontinued, the pd catheter was removed and the patient was transferred to hemodialysis prior to patient death. It was reported the patient was not recovered from the peritonitis prior to death. Hemodialysis was ongoing at the time of death. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy.  Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by abdominal pain and cloudy pd effluent. The same day as the event onset, the patient was hospitalized and treated with vancomycin injection (1gm, intraperitoneal, 72 hourly, ongoing), ceftazidime injection (1g, intraperitoneal, once daily, ongoing), and amikacin injection (125mg, intraperitoneal, once daily, ongoing). It was reported that retraining on proper aseptic technique was performed. Pd therapy was ongoing. At the time of this report, the patient was recovering from peritonitis and remained hospitalized. No additional information is available.